Manufacturer narrative:
Investigation summary: six photos and one thousand five hundred and ninety-seven loose 3ml syringes (p/n 301027) were received in a bulk nonsterile box. The samples were visually evaluated. Twenty-nine syringes had severe damage affecting function. One thousand four hundred and forty-five syringes had missing print. Thirty-eight syringes had severe damage affecting function and missing print. Eighty-five syringes were acceptable per product specification. Potential root cause for the missing print defect is associated with the marking process. Potential root cause for the severe damage affecting function defect is associated with the assembly process. The defects were detected during the manufacturing process and product requalified per applicable acceptable quality limit. It is possible that not all defects were contained as part of the requalification activities. No corrective actions are necessary based on the defective rates identified. A device history review was conducted for lot number 1049410. Batch 1049410 is considered in compliance with our product specification requirements.

Event description:
It was reported that syringe 3ml s/t bns barrel was damaged and the scale markings were rubbed off. The following information was provided by the initial reporter: it was reported that customer received syringes with scale marking's rubbed off, and damaged barrels.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml s/t bns barrel was damaged and the scale markings were rubbed off. The following information was provided by the initial reporter: it was reported that customer received syringes with scale marking's rubbed off, and damaged barrels.